Event description:
It was reported that the patient was "complex" and had experienced a lot of problems they were unsure if they were related to the pump or catheter. The plan was to explant pump. The pump was delivering gablofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported it was unsure if the patient was having "too many catheter issues" or other issues. There was no specific problem with the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted:unk. Catheter: model# 8598a, serial# (B)(4), implanted: 2010 (B)(6), explanted:unk. Catheter: model# 8578, serial# (B)(4), implanted: 2010 (B)(4), explanted:unk. (B)(4).